Manufacturer narrative:
Date of report: 12jul2019. Date received by manufacturer: 11jul2019. Field service engineer replaced the select button and the issue was resolved field service engineer confirmed the device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the select button was missing. There was no patient or user harm reported. The event date was not specified; estimate used.